Event description:
A customer stated that when customer used excel off brand strips customer's elite system reported a result of "lo" without any symptoms of low blood sugar. A lo result indicates a blood sugar less than 20 mg/dl -- a serious medical condition. While on the phone a review of the operation of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was provided control solution and was encouraged to call the company's 24/7 customer service number if any additional problems or issues are encountered. The complaint is considered closed for purposes of MDR.